Event description:
It was reported that during a breast biopsy, the techs noticed that the probe would spin when no one was turning the rear rotation knob and they received a l3 error code (no code noted). The techs troubleshot and determined that the issue to be with the holster. The case was completed using the holster. There was no pt consequence reported.